Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated they got insulin pump error alarms. Customer stated buttons were not responding and that she cannot press the down arrow and the middle button to clear the error message and had blank screen. Customer was not able clear the insulin pump error alarm and time clock was not visible on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies, keypad unresponsive/button error alarms or stuck button alarms noted during testing. No unexpected pump error 68 alarms or pump error 49 alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Corroded battery tube.